Event description:
An optometrist reported a case of stage 1 diffuse lamellar keratitis (dlk), observed in a patient's right eye at the one day post lasik treatment. Reporter indicated the topical steroid drop dosage was increased, and the patient was noted as asymptomatic.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on the company´s acceptance criteria. (B)(4).

Manufacturer narrative:
The sample is not expected to be returned for evaluation. A review of the technical service on-site showed no abnormalities that could have contributed to this event: laser was successfully verified prior and after the date of treatment. Log file review shows no abnormalities that could have contributed to reported event. The treatments were completed to 100 % and all laser system functions were within specifications on the date of treatment. Technical root cause could not be determined as the system is performing within specifications and as intended. The contributing factors could be sterilization of instruments, surgical techniques, pre and post-operative medications. (B)(4).